Event description:
70% dextrose station was programmed as the specific gravity being 1.20 instead of 1.24. The amino acid station was programmed for 1.03 instead of 1.02 specific gravity. 13 tpn's had been compounded with this information entered incorrectly. Mos software was not in use and the pharmacy was in training when the incident occurred. The pharmacy was advised to discard the bags. However the pharmacist stated they would calculate the difference in the grams weight and pass the bags that are within 5%. The pharmacy was again advised to discard the bags. It is not known if the bags were discarded. No reports of patient injury or medical intervention was reported.